Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughing up blood, visited ER. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of chips and dents around edges of top enclosure, brown dust-like contamination around edges of top enclosure and behind control dial, dust-like and hair-like objects around air outlet on rear panel, strong scent of a floral odor on the blower, indeterminate brown and hair-like contaminants in bottom enclosure under front panel, white dust-like contaminant on top of blower, liquid ingress on bottom of blower and blower box, indeterminate black and white particles in bottom of blower box., black residue with keratin at blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found1 instance of e-153 on error log. The manufacturer concludes the contaminates found were consistent with black residue with keratin at blower outlet and on blower outlet seal, liquid ingress on bottom of blower and blower box, white dust-like contaminant on top of blower, brown dust-like contamination around edges of top enclosure and behind control dial and indeterminate black and white particles in bottom of blower box, indeterminate brown and hair-like contaminants in bottom enclosure under front panel, dust-like and hair-like objects around air outlet on rear panel were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.